Manufacturer narrative:
Date received by manufacturer on the initial report should be december 3, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the defect(s) reported by the customer has/have been verified and remedied. The following repairs were done. Short circuit in the motor cable - motor cable replaced,"micro": preventive replacement of o-rings performed according to service manual, unit cleaned, functional test performed, hipot test completed, electrical safety test completed, functional test according to test procedure completed. According to the input check report, the root cause behind the failure was the short circuit in the cable. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the device has to be serviced and the motor was not turning smoothly. It was discovered post operatively and there was patient involvement. The procedure has been completed. The replacement has been provided to the customer.